Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr procedure with a 26 mm sapien 3 valve in the aortic position, the balloon was filled with contrast and a leakage between the 3 way stopcock and inflation device was observed. Additional volume was added to the syringe and the valve was fully expanded and implanted. The patient was doing well post procedure. There were no issues or leakage noted during delivery system preparation.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation locked prior to default, half flex, half fine adjust, full loader over flex shaft, and stylet inserted. A review of imagery provided by the site showed the location of the leakage.  The delivery system was visually inspected, and the following was observed: there was residual fluid (5ml of fluid) inside balloon; atrion (11ml of fluid) returned with 3-way stopcock attached to y-connector; adhesive present on guidewire port (y-connector).  Functional testing was performed and the returned delivery system was able to be successfully de-aired as received. Additionally, all ports (guidewire, balloon, and flush port) were flushed and no leakage was observed. The 3-way stopcock and y-connector were attached to inflate the balloon and no leakage was observed. The complaint was not confirmed.  Due to the nature of the complaint, dimensional testing was not performed. During manufacturing, the delivery systems are 100% visually inspected for defects.  Product verification (pv) testing is performed on a sampling basis for each completed work order.  All testing passed specification. The inspections and test described above support that proper inspections of the devices are in place to detect issues related to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review revealed no additional similar complaint related to flush tube leakage. A review of the complaint history from april 2019 to march 2020 for edwards commander delivery system (all models and sizes) did not reveal any additional similar returned complaints for inflation, guide wire port (y-connector) leakage. A review of complaint data for march 2020 revealed that the complaint rate did not exceed the control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inflation, guide wire port (y-connector) leakage was not confirmed. No manufacturing non-conformances were identified in the returned device. A review of manufacturing mitigations supported that the device has proper inspections in place to detect issues related to the reported event. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training material deficiencies were identified. It is possible that procedural factors (excessive manipulation of the device) may have inadvertently loosened the atrion¿s stopcock connection to the y-connector of the delivery system. If the components are inadequately connected it is likely to contribute to the leakage observed as described in the complaint. However, at this time, a definitive root cause is unable to be determined. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, and the occurrences did not exceed the control limit, a product risk assessment escalation, and corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.